Manufacturer narrative:
Our product evaluation laboratory received one model 746f8 catheter with a non-edwards contamination shield and monoject limited volume syringe. The catheter body was collapsed at 29cm proximal of the distal tip. The finding was aligned to the customer photos. Serrated marks and a 0.01inch long cut were found at the damaged location. The cut entered the proximal injectate lumen. The catheter passed in-vitro calibration with the lab cal-cup, optical module, and vigilance ii monitor. The catheter was submerged in a 37.0°c water bath and read 36.9°c on the vigilance ii monitor. The thermistor temperature reading was within specified accuracy, per the vigilance manual. The catheter ran cco in a 37.1°c static water bath for 5 timed minutes without an error message. The thermistor and thermal filament circuit were continuous with no open or intermittent conditions. The eeprom data was found to be normal, and both the stored data and the computed data matched. The resistance value of the thermal filament circuit was measured at 36.78ohms, which was within specification. The balloon inflated clear and concentric, and remained inflated for 5 timed minutes without leakage. The distal lumen and proximal infusion lumen was patent without any leakage or occlusion. The customer report of catheter body damage was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. Unstable pressure measurements can be an indication to the user to begin the troubleshooting process before further measurements are attempted. Pressure readings should correlate with the patient¿s clinical manifestations. In this case, the physician cross clamped the superior vena cava to deflate the right atrium for a right maze procedure, which damaged the catheter in the process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported by the critical care supervisor that a nurse brought him a swan-ganz catheter that looked like it was damaged from being cross clamped. Per the night shift bedside nurse (whom cared for the patient during the initial 2-14 hour post-op time period), the day shift nurse had informed him at shift change that the cardiac index (ci) was labile. During the night, the nurse noticed that the patient's ci would go down incrementally from 3.0 to 1.4 over 5 minutes, stay at 1.4, and then rise to the 2.0-3.0 range. This happened multiple times. The mixed venous saturation (svo2) stayed right around 65-70% and never really changed. The patient's blood pressure also never changed with a mean arterial pressure (map) between 75-80 mmhg. The patient's presentation never changed from being alert, oriented, warm and dry. The nurse did state that he administered a total of three 5% albumin infusions in an attempt to increase circulating volume to improve the patient's ci; however, after that he went off everything but the ci and treated the patient accordingly. Upon removing the swan-ganz catheter in the morning, the nurse noted that the catheter was crimped around the 30 cm mark and brought this to the attention of the cardiovascular surgeon who stated that he had to cross clamp the superior vena cava to deflate the right atrium for a right maze procedure. There was no patient injury. Patient demographics were requested and not provided.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.